Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced uncomfortable stimulation due to high impedances on the right lead. Surgical intervention was undertaken wherein the right extension was explanted and replaced to resolve the issue.